Event description:
It was reported that the procedure was to treat a lesion with no tortuosity, mild calcification and 90% stenosis in the mid left anterior descending artery. After pre-dilating the lesion with a 1.5x12 mm balloon catheter up to 14 atmospheres, a 3.0x12 mm xience prime stent delivery system (sds) was advanced and the stent was implanted in the target lesion. There was no interaction of devices. Post implant a distal edge dissection was noted and a 3.0x15 mm xience prime stent was used to cover the dissection. No device other/procedural issues noted. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.